Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea. New events: pain : pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue. Date of additional surgeries: (B)(6) 2013. Type of additional surgeries: other. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea. New events: pain:pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue,plaintiff did not undergo essure confirmation test. Were added. Event outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded device right essure implant device was imbedded well in the cornua'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding),') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines / headaches"), insomnia ("insomnia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2013. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and allergy to metals outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, fatigue, migraine and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, embedded device, fatigue, insomnia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea. New events: pain : pelvic / abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue. Date of additional surgeries: (B)(6) 2013. Type of additional surgeries: other. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: both essure coils are optimally placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and mr received: events: abnormal bleeding (vaginal), ablation, insomnia, embedded device, migraines, nickel allergy were added. Event onset date, outcome, reporters, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded device right essure implant device was imbedded well in the cornua'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding),') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines / headaches"), insomnia ("insomnia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2013. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and allergy to metals outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, fatigue, migraine and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, embedded device, fatigue, insomnia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea. New events: pain : pelvic / abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue. Date of additional surgeries: 27nov2013. Type of additional surgeries: other. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: both essure coils are optimally placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.